Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment and no further information is expected. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
According to the information received by biotronik from the OEM partner and distributor of the lead, the pacemaker and implantable lead were not functioning properly resulting in a patient fall and hairline fractures. Surgical intervention was performed, and a new system was implanted ((B)(6) 2020). No further information available.